Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating there were no contributing factors regarding the eos; there was no change in the activity level of the patient or programming of the device. The dbs stopped working while the patient was in church. They have 6v on their right and 2v on their left. The patient had the device replaced and put on a rechargeable device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that prior to the eos, they had noticed a slow decrease in activity. The patient reported checking the battery life and said it read "507, then eos." The patient reported that the eos had been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an end of service (eos) message on their device. The patient was dissatisfied with the device only lasting 1.75 years, and said this was too early for the battery to run out. No patient symptoms or further complications were reported as a result of this event.